Manufacturer narrative:
(B)(4): as patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
On (B)(6) 2011, the caregiver returned a call to baxter regarding an unrelated alarm. They reported that the patient had acquired peritonitis and went to the hospital the day of the alarm (B)(6) 2011. The caregiver reported that the patient has since been released from the hospital and he is on antibiotics. The caregiver reported the patient was performing peritoneal dialysis (pd) therapy successfully again. No further information was available.